Event description:
Customer reported an issue with incorrect time settings on their pump, which required updating. Blood glucose levels remained within normal range, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted in updating the pump time, advised the customer to monitor for future discrepancies, and the customer understood the guidance.